Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using an unknown delivery system. During procedure, the left atrial pressure was above 12mmhg and the patient's activated clotting time (act) levels were maintained between 250-350 during the whole procedure. The amulet was successfully implanted after once or twice partial recapture. After the procedure, the became instable in the recovery room and drained 300ml of liquid & left the drain in place. The patient was stable after that and removed the drain on the following day. But the patient started to be instable again and accumulation of liquid was noted. On (B)(6) 2024, patient went to surgery for persistent hemorrhage in the pericardial cavity after a left atrial appendage closure procedure with intermittent tamponade. The bleeding was coming from the pulmonary artery. The physician mentioned externalization of about 3 metal pins anchoring the occlusive prosthesis, the externalization was about 1 to 2 mm away and one of these pins comes in contact with the pulmonary artery, with the cardiac cycle. The created the perforation and there was a perforation effect on about 2mm of the pulmonary artery which actively bleeds when they mobilized the pulmonary artery. The physician used prolene 4.0 point and a teflon patch to plug the gap in the pulmonary artery. The patient needed longer stay at the hospital. The patient was reported stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of patient-device incompatibility and bleeding was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that amulet was successfully implanted after once or twice partial recapture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported bleeding could be due to procedural conditions. However, patient-device incompatibility could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the surgical treatment of perforation was performed.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using an unknown delivery system. During procedure, the left atrial pressure was above 12mmhg and the patient's activated clotting time (act) levels were maintained between 250-350 during the whole procedure. The amulet was successfully implanted after once or twice partial recapture. After the procedure, the became instable in the recovery room and drained 300ml of liquid & left the drain in place. The patient was stable after that and removed the drain on the following day. But the patient started to be instable again and accumulation of liquid was noted. On (B)(6) 2024, patient went to surgery for persistent hemorrhage in the pericardial cavity after a left atrial appendage closure procedure with intermittent tamponade. The bleeding was coming from the pulmonary artery. The physician mentioned externalization of about 3 metal pins anchoring the occlusive prosthesis, the externalization was about 1 to 2 mm away and one of these pins comes in contact with the pulmonary artery, with the cardiac cycle. The created the perforation and there was a perforation effect on about 2mm of the pulmonary artery which actively bleeds when they mobilized the pulmonary artery. The physician used prolene 4.0 point and a teflon patch to plug the gap in the pulmonary artery. The patient received norepinephrine infusion between 6 & 8 mg/unit. He received packed blood cells. The patient needed longer stay at the hospital. The patient was reported stable.